Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device is exhibiting potential premature battery depletion behavior. Boston scientific technical services (ts) indicated that the device recently reached explant indicator status due to a capacitor charge time of 16.2 seconds. Ts noted that the device will still have a 90 day replacement window but they could consider replacing the device sooner due to the extended charge time. Ts offered to perform an analysis of device data, but the healthcare provider stated they will inform the physician and go from there. The device remains in-service at this time. No adverse patient effects were reported. Additional information was received that this ICD device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this device is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device is exhibiting potential premature battery depletion behavior. Boston scientific technical services (ts) indicated that the device recently reached explant indicator status due to a capacitor charge time of 16.2 seconds. Ts noted that the device will still have a 90 day replacement window but they could consider replacing the device sooner due to the extended charge time. Ts offered to perform an analysis of device data, but the healthcare provider stated they will inform the physician and go from there. The device remains in-service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Information indicates this device is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided. The returned implantable cardioverter defibrillator (ICD) device was analyzed upon receipt at our post market quality assurance laboratory. An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device is exhibiting potential premature battery depletion behavior. Boston scientific technical services (ts) indicated that the device recently reached explant indicator status due to a capacitor charge time of 16.2 seconds. Ts noted that the device will still have a 90 day replacement window but they could consider replacing the device sooner due to the extended charge time. Ts offered to perform an analysis of device data, but the healthcare provider stated they will inform the physician and go from there. The device remains in-service at this time. No adverse patient effects were reported. Additional information was received that this ICD device was subsequently explanted and replaced. No additional adverse patient effects were reported.